Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to their health care facility after receiving shock therapy. The patient reported that they were getting ready for bed at the time they received their shock. Upon review of the stored episode, the shock was determined to be inappropriate as a result of oversensing noise signals. While in-office, several isometric and manipulation maneuvers were performed in attempt to recreate the observed noise. They were unable to recreate the observed noise. Subsequently, the device was reprogrammed. No adverse patient effects were reported.